Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes will be made during patient¿s next in-clinic visit. Patient was stable and will continue to be monitored.

Event description:
New information received notes that the patient was seen on (B)(6) 2019. The recommended programming changes were made. Patient was stable and will continue to be monitored.